Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed battery alarm due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.(B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had no delivery alarm, failed battery test, and blank display. The customer's blood glucose level was 513mg/dl. The customer treated the high with the pump. It was noted that the customer had no battery in pump, and after replacing battery, they received failed battery and battery out limit alarms. Troubleshoot was conducted. The customer continued to receive failed battery test alarm. The customer was advised the pump would be replaced and returned for analysis.